Manufacturer narrative:
The t: slim user guide indicates pump is to be used with individuals 12 years and greater; patient is (B)(6). The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information that customer's fill estimate was inaccurate from a cartridge that was loaded in the morning. Reportedly, the customer's blood glucose level was slightly lower than normal.